Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Not fitting well and the bristles are coming out...do not fit snug...fallen off in mouth once, it just stayed in mouth and came apart - oral-b [device breakage]. Do not know if they are legitimate or not - oral-b [suspected counterfeit product]. Case narrative: consumer via phone stated that the oral-b precision clean toothbrush head did not fit well/snug on their oral-b smart 1500 toothbrush, and the bristles were coming out. The oral-b precision clean toothbrush head fell off in their mouth once. It stayed in their mouth and came apart. No injury was reported.